Event description:
It was reported that a dexcom g7 continuous glucose monitor failed to pair with the ilet, resulting in the ilet operating in bg run mode with dosing stopped and a capillary glucose of 300 mg/dl reported on the dexcom receiver; the issue was characterized as intermittent communication failure involving the antenna/electrical communication pathway, with prior sensors also failing to pair. Symptoms included hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between devices consistent with intermittent communication failure localized to the antenna/electrical communication components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.